Event description:
The customer reported getting imprecise white blood cell (wbc) and platelet (plt) results on one patient sample with the cell-dyn emerald instrument. The customer stated that the physician did not treat the patient based on the cell-dyn emerald result, as a smear performed on the sample was normal and consistent with the patient's clinical history. On (B)(6) 2011, the customer reported that the patient had passed away and the death was not related to treatment or non-treatment given. The customer confirmed that the death was expected due to the patient's prognosis, however; the customer did not provide any additional information.

Manufacturer narrative:
Data submitted was reviewed. There was no suspected association between the patient death reported in this incident and the discrepant wbc and platelet results generated on the cell-dyn emerald analyzer. The data submitted to aid with the evaluation showed that the system alerted the operator that it could not generate valid results. All runs showed wbc count invalidation flags. The instrument performed as designed. The cell-dyn emerald system operators manual provides adequate instructions for the operator to follow in the event any of these flags are generated. Based on the evaluation results, no malfunction or product deficiency were identified related to this issue.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - incorrect or inadequate test result. Evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that one patient sample generated higher than expected results for the white blood cells (wbc) on the cell-dyn analyzer. A result of 61.5 k/ul was very high compared to the wbc performed on the peripheral smear (6-10) k/ul. The patient's physician was made aware of the issue and no impact to patient management was reported.